Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The field b5 (describe event or problem) was updated, thus this supplemental report is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc steerable sheath was selected for use during an ablation. The physician had mentioned that it was difficult to insert the wire in the sheath, so he pulled out the wire and flushed the sheath and a long piece of what appeared to be sheath material flushed out onto the back table. Sheath was not inserted into the patient. Once the piece of material was flushed out, the staff opened a new versacross steerable. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross steerable kit was selected for use during an ablation. The physician had mentioned that it was difficult to insert the versacross wire in the versacross sheath, so he pulled out the wire and flushed the sheath and a long piece of what appeared to be sheath material flushed out onto the back table. Sheath was not inserted into the patient. Once the piece of material was flushed out, the staff opened a new versacross steerable kit to be used. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis.